Event description:
It was reported the right ventricular (rv) lead had dislodged and the re was failure to capture, high thresholds and undersensing. The lead was unable to be repositioned as tissue was stuck in the helix. The was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.